Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an elbow surgery. Allegedly, the patient has over the last two years had increasingly pain and loss of function. In was ascertained that the screw from the humeral stem and spool was relaxed and it consisted of pe wear from the ulnar stem with loosening of the ulnar stem. The ulnar stem and the locking cap and the humerus spool were removed and replaced with new implants.